Event description:
It was reported that the handpiece began overheating during a tooth extraction / oral surgery. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the nose cone, bearing stop, bur shield, and bearings were replaced. A clean, lube, and adjust was done to the device, and it was returned to the customer.